Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the sample evaluation results. The actual device was returned to the manufacturing facility for evaluation. Visual inspection found the urethane outer layer had been sheared off the core wire. There was no missing portion of the urethane outer layer on the actual sample. Magnifying inspection revealed the shear cross-section surface was in a smooth state, which is consistent with the state of damage on the urethane outer layer due to it having been sheared with a sharp tool. The portion detached from the core wire had a semi circler groove on the surface along its total length in the lengthwise direction. The outer diameter of the shaft was measured on the undamaged segment and verified to meet manufacturing specification. A review of the device history record and the shipping inspection record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause of the reported event cannot be definitively determined it is likely that the sheath may have been pulled through a metal needle in the proximal direction. The device labeling does address the potential for such an event in the instructions-for-use (IFU), which states the following: "do not use the guide wire m with devices which contain metal parts such as atherectomy catheters, laser catheter, or metal introduction devices as they may cause the guide wire m plastic coating to shear and/or sever the wire". All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
D4 - UDI no. - not yet required for this product code. The actual device has been returned to the manufacturing facility and the investigation is currently ongoing. A follow up report will be submitted when the investigation is complete but no later than 30 days from the date that this report was sent. For this reason, evaluation code 11 was used in the conclusions section of h6. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up.

Event description:
The user facility reported polyurethane coating issues while using the glidewire device. Follow up communication with the user facility confirmed the following information: the glidewire splintered during an upper extremity case; there was no blood loss; the doctor noticed resistance when sliding a balloon on the glidewire; they removed the glidewire from the catheter and used another wire; the procedure was completed; and there was no patient injury or medical intervention required.